Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had expired approximately six weeks after the device was implanted. There was a possible malfunction with the leadless implantable pulse generator (ipg), however, cause of death could not be confirmed after multiple follow-up attempts.